Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s shoulder instability/dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s shoulder instability/dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Concomitant device(s): 300-01-09, equinoxe, humeral stem primary, press fit 9mm; 320-38-00, equinoxe reverse 38mm humeral liner +0; 320-10-00, equinoxe reverse tray adapter plate tray +0; 320-01-38, equinoxe reverse 38mm glenosphere; 320-15-02, rs glenoid plate sup aug, 10 deg.

Event description:
Approximately 2 year(s), 1 month(s) and 9 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced instability/subluxation. Patient experienced increased pain and notice of instability/subluxation of replacement on x-ray. The patient underwent a standard reverse revision, and the outcome of this event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.